Event description:
Device 2 of 2. Ref MFR report#: 1627487-2013-21038. The pt received 2 scs leads with the same lot number. It was reported the pt experiences heating at his scs ipg pocket site while charging. A replacement charging system was sent to the pt. It was also reported the pt is experiencing increased recharge burden. Additionally, it was reported the pt stopped using his scs system due to ineffective stimulation. F/u identified the pt continues to experience pocket heating. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.